Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d6a, g3; h2; h3; h6. Corrected: h6- clinical code. D6a: unknown date of 2008. The liner was returned for investigation. The flat rim and the inner surface show scratches and signs of wear. On the lateral chamfer it is possible to see some nicks, most likely caused by a surgical instrument during revision procedure. On the back side it possible to see the 3 points of indentation due to the positioning of the liner in the shell. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 h3: product information unknown no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product information unknown

Event description:
No additional information at this time.

Event description:
It was reported that the patient underwent revision surgery due to inlay wear approximately fifteen (15) years after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign: germany. H3: product information unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text: product information unknown.